Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30017587l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a cardiac tamponade was confirmed by intracardiac echocardiography. Pericardiocentesis was performed and 200 cc of fluid were removed from the pericardium and they were still draining. It is not known if extended hospitalization was required as a result of the adverse event. The patient was reported to be in stable condition. There¿s no information regarding physician¿s causality opinion. There were no issues reported on any biosense webster, inc. Products. It is unknown if a transseptal puncture was performed. There¿s no information regarding the sheath used during the procedure. The generator parameters at the site of injury, overall ablation time and last ablation cycle at the site of injury are unknown. It is unknown if the patient received anticoagulant during the procedure. There is no information regarding shaft proximity interference value. It is not known if the thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity with any catheter or if it was zeroed after the initial warm-up phase. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.